Manufacturer narrative:
The device was rec'd and evaluated. Upon eval of the device service was not able to confirm the baton issue since the baton was not returned for eval. Service tested the monitor with another 3-4 baton and results were successful. The monitor was tested and it was able to power off. Service noticed that the monitor was returned with a dead battery which indicates that there was a chance the monitor indeed was unable to power off. Service was unable to confirm the reported incident.

Event description:
The sales rep called verathon inc. In regards to a glidescope cobalt avl not recognizing the baton and not powering off. The incident occurred during a demonstration of the product. No pt's were involved in this incident. Therefore, no pt injury was reported.